Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone), bupivacaine, and fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that the pump stalled last night at 8:54 pm. The patient did give herself 3 bolus doses, but she was not feeling them. The patient was having withdrawal symptoms sneezing, yawning, nausea, and vomiting. The healthcare provider (hcp) reported service code 100 (motor stall detected) on the ptm. The hcp reported code 232 (motor stall) on the tablet. The hcp reached out again for assistance navigating the tablet so they can turn off the alarm. They were able to locate it and silence the alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative who stated that the pump was returned due to early replacement (eri) research. Additional information was received from a company representative stated that the pump was returned due to a motor stall event and not for early replacement indicator (eri) research.

Manufacturer narrative:
H3. Destructive analysis identified the internal pump tube was binding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.